Event description:
Boston scientific received information that during the elective replacement procedure of this pacemaker, the distal setscrew could not be retracted causing the terminal pin of the chronic right atrial (ra) lead to separate from the lead body. A new ra lead was successfully implanted without issue. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device has not be returned for analysis. This report will be updated should further information become available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.